Event description:
Caller reported cartridge alarm 30, indicating an issue with the insulin pump cartridge. There was no reported impact to the customer's blood glucose level. The caller successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue without requiring further intervention.